Event description:
The contact called and stated the meter results had a decimal point. It was verified the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.